Event description:
The distributor contacted animas on (B)(6) 2012, alleging the up arrow, down arrow and ok keypad buttons were unresponsive. No further information is available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged unresponsive keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. The keypad buttons were found to be responding properly to presses. The keypad was removed and no button contact defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.